Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation showed that the outer shaft has been retracted by about 33 mm, i.e., the distal end of the outer shaft is located 21 mm proximal to the distal stent stopper. The stent has been partially released, what was caused by the physician after withdrawal. The distal end of the stent has fractured, which was also caused by the physician after withdrawal. The outer shaft has bulged around the position of the proximal stent markers. The proximal stent stopper shows mild compression marks. Also, the proximal inner shaft portion is compressed. The handle was not returned. The stent could not be manually released. The findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device in question was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was identified. The final root cause for the complaint event could not be determined.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a mildly calcified lesion, 60 percent stenosis degree, in the mildly tortuous mid sfa. When reaching the lesion, the stent could not be released. Also, it was tried to release the stent outside of body but still did not release.